Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00443. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a coil embolization for the renal artery at the emergency department, a 1.5mm x 3cm galaxy g3 coil (glm915030, l14410) was inserted into a phenom 17, medtornic microcatheter (mc) as the sheath introducer was pressed against the hub of the mc. However, there was an intensive resistance felt between the microcatheter and the complaint coil. The complaint coil was replaced with another complaint coil, a 1.5mm x #cm galaxy g3 coil (glm915030, l14626) but the same issue occurred. It was replaced with a competitor¿s coil and it was implanted without any problems. It was unclear the order which complaint coil was used first. No excessive force was applied to the devices. No additional inforamiton is available. A non-sterile unit galaxy g3 mini 1.5mm x 3cm was received inside of a pouch at cerenovus for evaluation. The device was visually inspected, and it was found in good conditions, no damages or anomalies were observed on the device during the visual analysis. The device was inspected under a microscope and it was found that the embolic coil is protruded from introducer with a damaged condition. The functional test could not be performed since the embolic coil is protruded from introducer with a damaged condition. A manufacturing record evaluation (mre) was performed for the finished device l14626 number, and no non-conformances related to the reported complaint condition were identified cerenovus conducted a visual and microscopic inspection. The functional test of the device could not be performed due to the conditions in which the device was returned for evaluation. During the visual analysis of the galaxy g3 mini 1.5mm x 3cm no damages or anomalies were observed. During the microscopic inspection it was observed the embolic coil with a damaged condition and protruded from introducer. Due to these conditions the functional test could not be performed and the customer complaint regarding ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with no loss of cerebral target position¿ was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Resistance/friction during advancement is a known complication associated with this device. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following cautions: ¿ never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. Refer to coil retrieval. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Refer to coil retrieval. ¿ the detachable coils are delicate and must be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system showing signs of damage. ¿ failure to open the second rhv sufficiently prior to slow and careful removal of the delivery tube from the patient could result in damage to the distal portion of the delivery tube. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization for the renal artery at the emergency department, a 1.5mm x 3cm galaxy g3 coil (glm915030, l14410) was inserted into a phenom 17, medtornic microcatheter (mc) as the sheath introducer was pressed against the hub of the mc. However, there was an intensive resistance felt between the microcatheter and the complaint coil. The complaint coil was replaced with another complaint coil, a 1.5mm x #cm galaxy g3 coil (glm915030, l14626) but the same issue occurred. It was replaced with a competitor¿s coil and it was implanted without any problems. It was unclear the order which complaint coil was used first. No excessive force was applied to the devices. No additional information is available. Based on the product analysis on the devices received, the embolic coil of the 1.5mm x 3cm galaxy g3 coil (glm915030, l14410) is damaged. And the embolic coil of the 1.5mm x #cm galaxy g3 coil (glm915030, l14626) is stretched.